Event description:
It was reported that the tip of the pituitary was cracked. Although the instruments were used to treat a patient, no patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluation: the micropituitary inferior shaft tip is cracked at the center of the jaw pivot pin. A review of the device history records did not identify any applicable nonconformances to specification.